Manufacturer narrative:
(B)(4). Catalog #: unknown but referred to as a cook celect filter. Expiration date: unknown as lot # is unknown. Since catalog # is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. MFR date unknown as lot # is unknown. Summary of investigational findings: this complaint was raised on the basis on an article describing two cases of perforation in relation to retroperitoneal lymph node dissection. An imaging review of the imaging in the article was performed. According to the article, patient b (focus in this complaint) had four filter legs perforating ivc. The imaging review confirms perforation. The image review states "reporting two cases of nearly exactly the same observation rather than one lends significant but hardly confers enough statistical significance to recommend all filters be removed preoperatively lymph node dissection. Both the images and the discussion contains flaws and omissions that raise significant question about the paper´s conclusion that the perforation was a result of inadvertent caval manipulation during laparoscopic lymph node surgery. First, this conclusion is based on the supposition that, if the filter legs had not perforated between implantation and the pre-operative CT, then perforation between the CT and the CT was impossible. The CT scans were most likely performed for tumor surveillance and the surgeries scheduled electively. Since filter perforation have been observed to develop even within a few days of implantation, the filter penetration could have occurred in between an elective scan followed by an elective surgery. Second, the images provided is inadequate to exclude perforation. The first case are through the mid filter not the primary leg tips. The second case image may not even be of a celect filter and does not show all the filter legs." Based on the above, the root cause for the reported perforation is most likely due caval manipulation of the cava during retroperitoneal lymph node surgery. It is however not possible to conclude that the filter was a celect filter. No evidence to suggest that product was not manufactured according to specification. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to article: patient developed post-operatively a pe. A celect optional inferior vena cava filter was placed as the patient could not be safely anticoagulated because of recent surgery. It was found that the patient had four filter limbs penetrating through the caval wall. The filter demonstrated significant tilt. The filter retrieval hook was inside the orifice of the left renal vein and attempts at retrieval were unsuccessful. The filter tilt was corrected by directly pressing on the ivc with a long artery forceps to re-centre the caval filter and it was then snared and removed. Patient outcome: the patient did require additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.